Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: n/a.

Event description:
It was reported that part of the needle on relion® insulin syringes have broken off during injection.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that when his wife was injecting, a piece of the needle broke off. A review of the device history record was completed for batch# 8057901. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200744957, 200744968] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle breaks off during use on lot # 8057901. Investigation conclusion: the returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. Root cause description: possible root causes for a broken needle include bending/re-straightening of the cannula by the customer. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that part of the needle on relion® insulin syringes have broken off during injection.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8057901. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200744957, 200744968] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that part of the needle on relion insulin syringes have broken off during injection.